Manufacturer narrative:
Batch review performed on (B)(6) 2022: lot 1903249: (B)(4) items manufactured and released on 03-jul-2019. Expiration date: 2024-jun-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
Revision surgery performed 2 years and 3 months after the primary surgery. Inlay exchange from 10 to 12 mm and secondary patella implantation due to anterior knee pain. Liner revised to improve stability.